Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Blood was observed on the adhesive pad. Damage was found on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract and contributed to the reported bleeding/bruising symptom. The soft cannula was received scrunched on the exposed formed needle, but measured within specification at its stretched length. It cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path without any signs of struggle. A leak test found no leaks or tears in the soft cannula. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not retract as intended and the infusion site was bleeding , this indicates a needle mechanism failure. The pod was worn between 4 and 24 hours.